Event description:
Customer reported ICU pt was on a propofol drip at 10mcg/kg/min. Pt was doing fine all day on a spontaneous breathing trial. Pt became restless and agitated, so was given a bolus of propofol. Shortly after, the pt had an episode of bradycardia and hypotension. The pt was treated and stabilized. About 15 minutes later, the pt cardiac arrested and needed to be resuscitated. The pt is currently doing great. They are questioning how much propofol bolus was given and was there some propofol toxicity that led to the cardiac arrest. Event log review has been requested. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report number: 2016493-2012-00205. (B)(4). The customer requested a log review to determine the amount of the propofol bolus given between 1700 and 1830. The pci log shows that on (B)(6) 2012 at 5:23pm, the user restored the previous programming of propofol 1000mg/100ml (drugid 291) on pump module unitc. The infusion was programmed at a rate of 9.4ml/hr and was calculated by the guardrails software using the entered pt weight of (B)(4) and entered dose of 20mcg/kg/min. At 5:26 pm, the user programmed a rapid bolus dose of 5mg, running at a rate of 300ml/hr and a vtbi of 0.5ml; 0.522ml was recorded as delivered. At 5:52 pm, unit c was selected off. The event log shows that a total of 5.114ml of propofol was delivered between 5:23 pm and 5:52 pm. At 6:04 pm, unit c is used to deliver dopamine 400mg/250ml (drugid 107). Between 6:04 pm and 7:29 pm, the dose of this infusion is changed between 9mcg/kg/min and 15mcg/kg/min. At 7:53 pm, unit c was selected off. The event log shows that a total of 73.184ml of dopamine was delivered between 6:04 pm and 7:53 pm. The root cause of the customer's experience of an overinfusion of propofol could not be determined from the pci event log for the time and date of the reported event.